Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated and loss of pacing was noted. The physician suspected the loss of pacing and inability to interrogate was due to premature battery depletion. The patient has been hospitalized, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of inability to interrogate and inability to pace were confirmed and event of premature depletion of battery was not confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found in normal range. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.